Event description:
It was reported that the doctor revised pt's left hip due to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #2249697-2012-01349.